Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the left ventricular (lv) lead was dislodged. A lead revision was then done and the patient was given an intravenous medication. This lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The dislodgement allegation was not confirmed. Visual inspection revealed no anomalies, the lead tip appeared normal. Traces of dried blood were noted in the lumen tip area, normal for an open tip lead.

Event description:
This supplemental report is being filed due to the product investigation result. Boston scientific received information that the left ventricular (lv) lead was dislodged. A lead revision was then done and the patient was given an intravenous medication. This lv lead was explanted. No additional adverse patient effects were reported.